Manufacturer narrative:
The customer was informed of the first aid information as contained in the safety data sheet (sds) then provided the sds. No additional information, evaluation or clarification of data is applicable. The reported event is anticipated in nature and severity for binaxnow covid-19 ag card and captured within the product's risk management file. No additional action is necessary.

Event description:
The customer reported a colleague of his accidently added binax now covid-19 ag card extraction reagent in their eye on (B)(6) 2021. It was reported that the colleague immediately rinsed their eyes out with water. The customer confirmed colleague did not experience impact or reaction from the extraction reagent and additional treatment was not necessary. Due to the reagent ingredients and sensitive nature of the eye, medical opinion determined this event shall be reportable.